Event description:
We received a report from a surgeon that he had a patient who is ''disabled'' by glare since being implanted with an unknown abbott medical optics intraocular lens (iol). The iol has been implanted for ''maybe two years''. No additional information was provided nor forthcoming after follow up.

Manufacturer narrative:
Common device name: monofocal/hql is selected to facilitate report. Actual model is unknown. Brand, model, serial number,expiration date were not provided explant date: not applicable; still implanted. Initial reporter telephone: (B)(6). PMA 510(k): unknown since the model is unknown. Mfg date: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.